Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information from the healthcare provider was received and it was reported that the nursing staff incompetence was the cause of the recharging/coupling issue and additional training will be provided to resolve the reported issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. The healthcare provider (hcp) reported a difficulty recharging. It was stated that while a different hcp was assisting the patient in recharging, the implantable neurostimulator (ins) never showed reaching the charge sufficient/complete screen and had difficulty coupling. The reporting hcp then took over and troubleshooting was performed resulting in them being able to get 6 coupling bars, and eventually seeing the charge sufficient screen after about 40 minutes. Additional information was received and it was reported that the patient had poor coupling. Caller states the patient is in a nursing home and her therapy has been turned off and its happened 3 times since the device was put in. Caller clarified they have not been in the overdischarge state, but her implant battery depletes and then the therapy turns off. Caller says that the reason the battery depletes is because the staff at the nursing home are having difficulty charging the implantable neurostimulator (ins). Caller says that they have been having trouble getting the boxes filled in since the device was put in. Caller states that the staff charge the device every day but is not sure how long they charge it. Caller further states they don't know how long between full recharges the patient's ins will last and just says the staff recharges it every night but don't know if they are performing the recharging correctly. Furthermore, the caller says that the last time the battery depleted and the therapy turned off was in (B)(6) 2017 (exact date not specified) and they also saw the rep when this happened. The rep walked the staff through getting the patient back on track with the stimulation back on and they thought the antenna was not in the sweet spot for the optimal charge and the staff is now using tape to try to keep it in the right spot. Patient saw their neurologist in (B)(6) and he informed the patient that the stimulator battery was low and within a month it was dead again. The caller was with the patient on october 8th and discovered the device was dead again. Caller states they have tried re-positioning antenna and moving the antenna dial as well. There was no access to the patient so no troubleshooting was performed. No pocket concerns were mentioned for possible reasons for recharging concerns. No symptoms were reported. No further complications were reported or anticipated with this event. Additional information was received and the manufacturing representatives were not aware of the battery depletion events and have either never interacted with the patient or haven't seem them since (B)(6) 2016.